Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon got into the ima and had to convert to open in order to stop the bleeding. The surgeon was able to gain control of the bleeding rather quickly and complete the case via open surgery. There was no report of patient injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was reported that during a da vinci-assisted sigmoid colectomy procedure, there was bleeding; the procedure converted to open surgery due to same. As the surgeon started and progressed a little, there was more bleeding than expected from the inferior mesenteric artery (ima). Due to patient anatomy and clinical reasons, the procedure converted to open surgery. During the da vinci portion of the procedure, the estimated blood loss was under 750ml and no blood transfusion was required. The surgical assistant controlled the bleeding robotically with a grasper instrument while they prepared to undock from the patient; there was no uncontrolled bleeding at that time due to the grasper instrument being in place. The customer successfully undocked from the patient and the procedure converted to open surgery for clinical reasons and patient anatomy. The approximate 400 cc of bleeding was controlled during open surgery by suturing the ima and a blood transfusion was administered. The procedure completed via open surgery. There was no report of patient harm or injury and the patient¿s current status is reported as good.

Manufacturer narrative:
Based on the current information provided, the surgeon reportedly attributes the issue to clinical issues with patient anatomy and not isi product related. A review of the instrument logs was performed for procedure date on system sk3293. All reusable instruments used in the case were used in subsequent procedures through the instrument¿s last use. A site review shows no complaint filed against the instruments. System error log review was conducted. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: the surgeon got into the inferior mesenteric artery (ima) and had to convert to open in order to stop the bleeding.